Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient had redness and serum drainage around the device site (pocket level). There was suspected pocket infection. Efforts have been made to obtain more detailed information as to the status of the patient, and the device. No further information has been received from the field at this time.